Event description:
It was reported that the infusion tubing had detached from the connector on multiple infusion sets. The patient noticed the insulin leak because she could smell the insulin and the infusion set would be wet with insulin. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.